Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned femoral inserter/ extractor indicates shows that the instrument holds the femoral component securely but has a binding problem while releasing and locking the lever. The strike plate and release lever exhibits dings, strike marks and general wear. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The technical evaluation showed that the device did hold the femoral component securely; therefore, a definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring of the femoral inserter breaks and cannot hold the femoral implant or provisional and therefore, is unable to be used. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.